Event description:
It was reported through a journal article that two patients were readmitted within approximately 90 days postoperatively due to deep vein thrombosis following primary total hip arthroplasty. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Attempts have been made to gather all product identification information, and no further information has been provided. B3 event date: year published 2025. G2: literature - kennedy, m., terner b., gwam, c., schwarzkopf, r., (2025). Comparison of short-term outcomes and survivorship of three modular dual mobility implants in primary total hip surgery. Journal of clinical medicine, 14 (6977). Https://doi.org/10.3390/jcm14196977 the reported event could not be confirmed due to lack of information. Unable to perform a compatibility check. The device history record was not reviewed due to lack of part and lot/serial identification. Root cause has been identified as unrelated to the device. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Even with the administration of preventive medication, dvts can still develop. As the complaint indicated, a post-operative complication occurred, and medical intervention was required for treatment. Any time an embolism or thrombus forms it can be presumed that medical intervention is necessary to preclude harm. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.